Event description:
Provider states there is a 5 flash code and then the chair shuts off.

Manufacturer narrative:
MDR decision date: (B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.